Manufacturer narrative:
(B)(4).

Event description:
While performing left laparoscopic benign nephrectomy we used the device snapped during retracting the kidney. Product not resterilised prior to this incident, was used on the patient. No person injured or jeopardised, no extension of the surgery time by more than 30 min, no re-operation necessary. No blood loss of more than 500cc, no extension of incision by more than 1 inch, no change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage. No portion of the device or tack falling into the patient cavity. No reinforcement material used. Surgical team checked specimen and found one of the pieces of the device inside. The surgeon then covered the excision made to remove the kidney and used the camera to search for the remaining piece inside the patient. Surgeon looked for the missing 1mm piece, however the surgical field was checked and the plastic piece was not identified.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Two black pieces were disengaged from each side of the instrument. Replication of the reported condition may occur as a result of the instrument being forced beyond its indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. These investigation findings were attributed to user error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.